Event description:
A male patient had the right testicle removed due to an infected hernia repair. Approximately seven days after surgery, the patient was placed on v.a.c. Therapy. The patient has end stage renal disease and is receiving dialysis treatment. According to the patient, heparin is administered during dialysis. The patient reported to kci global safety manager that he began to bleed excessively from wound site during van ride home from his regularly scheduled dialysis treatment. According to the patient, he was taken to the emergency room but was sent home, bleeding was not stopped. He was then taken by ambulance to a different facility. The bleeding was stopped (method unknown) and patient was admitted.

Manufacturer narrative:
The facility was contacted by kci global safety manager. A resident in the urology clinic at the hospital provided the following information from the patient's chart: the patient was transferred to this facility from another hospital with inguinal bleeding. Patient was noted to have a large hematoma which bled under the v.a.c. Dressing and patient required transfusion. According to the patient, he has recovered from the event. V.a.c. Labeling states under "warnings": "hemostasis, anticoagulants, and platelet aggregation inhibitors: patient without adequate wound hemostasis have an increased risk of bleeding, which if uncontrolled, could be potentially fatal. These patients should be treated and monitored in a care setting deemed appropriate by the treating physician. Caution should be used in treating patients on doses of anticoagulants or platelet aggregation inhibitors though to increase their risk for bleeding (relative to the type and complexity of the wound). Consideration should be given to the negative pressure setting and therapy mode used when initiating therapy. The device was returned to kci service center and passed qc inspection for operating parameters.